Event description:
After having upgraded the machine from software version 1.07.3 to 1.07.4, the :malfunction memory error" (code 4) appeared when setting up the "custom mode". The machine was turned off and on again and the alarm disappeared. During the prime test, the machine failed the "occlusivity test" (code 20).